Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted a broken needle was returned loaded in the returned suturing device. The needle was removed from device for further inspection. The needle was inspected under a microscope and no other abnormality besides the needle being bent was observed. Less than seven inches but more than one inch of suture was attached to the needle. Functional evaluation could not perform as needle was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic paraesophageal hernia repair procedure, part of the needle had broken off and disengaged into the patient; the other part remained in the barb of the stitching instrument. The piece that was in the patient was retrieved with graspers. A new instrument was opened and used to complete the case. There was no patient injury.